Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article abstract entitled, ¿long-term results of aml porous prostheses used in primary total hip arthroplasty¿ by vaquero martín, j. Et al, published by orthopaedic traumatology (2002), vol. 1, pp. 20-25, was reviewed. The purpose of this article was to determine the long-term reliability of the aml total hip arthroplasties implanted between april 1988 and december 1990. Implanted depuy products: aml cup, aml stem, and depuy liner and head. Some cases were implanted with an unknown acetabular ring. Results: 6 local wound infections treated with antibiotics 2 hematomas- treatment unknown 4 dislocations- 3 treated with closed reductions and one treated open reduction 2 cup migrations treated with revision 1 case of pain, stem loosening and migration due to inadequate osseointegration treated with revision 5 cases of polyethylene wear treated with revision unspecified number of mispositioned cups and stems unspecified number of patients had postoperative walking difficulty 1 intraoperative femoral fracture treated with an unknown screw captured in this complaint: aml cup: implant migration, implant mispositioned. Acetabular liner: implant bearing wear, implant dislocation. Femoral head: implant dislocation. Aml stem: implant mispositioned, implant loosening. Patient harms: infection, hematoma, joint dislocation, walking difficulty, inadequate osseointegration, pain. "